Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result(s): false negative result. The end user reported that they took the test and the result was negative. Then, they went to an immediate care where they received a positive result. They did not respond to acon's requests for additional information.